Event description:
Additional information was received via implant card that the patient underwent generator replacement on (B)(6) 2015 due to prophylactic replacement. The explanted generator has not been received by the manufacturer for analysis to date. No additional relevant information has been obtained to date.

Event description:
The explanted generator was received by the manufacturer for analysis. In the analysis lab, the device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
It was reported that the patient was having increased seizures and was admitted to the hospital as a result. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.